Event description:
Nurse reported pt was implanted 6 months ago with spinal cord stimulator for rsd in right foot. Pt has appropriate stimulation coverage and gets pain relief except for the first 30 minutes after the device is turned on. Pt stated the right foot has a "foot drop" sensation to the point where the pt can hear and feel a difference in walking pattern. Pt did not experience this sensation during the trial and this sensation has happened since implant. Pt feels stimulation in areas that does not need coverage such as the thigh. Pt is on cycling with an off time of 5 minutes and is set at a 65 rate. Reprogramming attempts were made in august 2005. Hcp reported the pt showed no improvement after reprogramming. Pt instructed not to use stimulator. No report of device explantation.